Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were non responsive. The customer's blood glucose value was unknown. Customer stated insulin pump had random no delivery alert and diminished battery life. Customer stated that insulin pump rewind and prime makes a clicking noise. Customer stated insulin pump was non responsive to a new battery. The insulin pump will not be returned for analysis.